Event description:
The st. Jude rep reported that the ICD was not bipple sensing. The device was pacing asynchronously and displaying a "flat-line" for the real time bipolar electrogram. The device will be removed and returned for analysis.